Event description:
No. 2 of two device reports concerning the same issue, from the same customer. After MRI the peroneal at neuro ICU discovers that the microsensor silicon cover is damaged (the white cover). Very little detail about ?how? And ?what?. But since it has happened with two microsensors in a short period of time the customer wish to make a complaint. The routine at the hospital are that they use one suture, and tape, to fixate the sensor to the skin/head of the patient. They have to do so because the sensor cable (the grey one) is so heavy.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. Attempts were made to obtain the sample. However, the device has not been returned and no lot number information was provided; therefore, a review of manufacturing records and evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Additional information - previous attempts to obtain the sample were unsuccessful. Subsequent to the complaint being closed, the device was returned. The device has been evaluated, and the results have been included in this supplemental report. The sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality inspection/testing specifications prior to distribution. Evaluation of the returned device found that there was foreign residue on the sensor case and adhesive that is not part of the manufacturing process. The catheter material was broken at the connector; internal wires were exposed but intact. Catheter material was stretched and broken at the connector site; internal wires were exposed but intact. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined that the cause of failure was mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.